Manufacturer narrative:
(B)(4).

Event description:
It was reported that, at a pump refill, a motor stall was seen in the patient's pump logs. It was also noted that a "tube set" message was seen taking place two days after the motor stall. The patient had not heard an alarm and felt that everything was going "okay." It was found that the patient had been in the hospital for an MRI on the day of the motor stall. Additionally, a pump study had been performed around that time as the patient had been having "difficulties." The drugs used in this system were morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).